Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. Customer stated they did not hear beeps when audio volume were saved. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Programmed a .350 unit per hour basal rate and activated the suspend delivery feature. Device suspend delivery alert (vibrate and audio tone) generated every 15 minutes properly. No audio, vibrate, or suspend delivery anomaly noted during testing. (B)(4).